Manufacturer narrative:
(B)(4).

Event description:
It was reported that an endobronchial tube's cuff did not deflate as it was intended. There was no patient involvement reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was returned, failure investigation was conducted, and the customer complaint was not verified. The information has been added to the database for trending purposes and trends will continue to be monitored.